Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient connector and tubing of the minicap transfer set which resulted in a leak. The patient felt wet and noticed the extension had come loose because of the white piece (patient connector) that is connected to the tube of the extension. The patient reconnected the patient connector onto the tubing and went to the hospital for a transfer set replacement. There was no report of patient injury or medical intervention associated with this event; however, the patient was treated with prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the one (1) actual device was provided for evaluation. A visual inspection by the naked eye observed the beige patient connector was separated from the tubing which would cause a leak. The reported condition was verified. The cause of the separation could not be determined; however, the markings on the inside of the tubing indicated the patient adapter was previously assembled to the tubing. The assembly between the patient adapter and the tubing/bushing is a friction fit and not a solvent bond. A strong tug on the tubing or patient adapter could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.